Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. H6: updated results and method code for manufacturing and sterilization evaluations. D2: added common device name. D4: added lot#, catalog#, expiration date, di#. G5: updated combo product field, added PMA/510k#. H4: added device manufacture date. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2009: (B)(6), md. Operative report. Preoperative diagnosis: bilateral inguinal hernia. Postoperative diagnosis: bilateral direct and indirect inguinal hernias. Procedure: repair of direct and indirect inguinal hernias using tension-free gore-tex soft tissue patch. Assistant: none. Estimated blood loss: minimal. Anesthesia: general. Complications: none. Drains: none. Description of operation: ¿after the patient was appropriately prepared and draped in the supine position with satisfactory regional anesthesia achieved, an oblique incision was made in the right groin and carried down through the subcutaneous fat. External oblique aponeurosis was identified and incised. Hemostasis was achieved with light electrocautery and ties of 4-0 vicryl. Care was taken of all times to preserve vas deferens, spermatic cord vessels, ilioinguinal nerve, iliohypogastric nerve, and genitofemoral nerve. A moderate-sized direct inguinal hernia was presenting through the floor of inguinal canal between inferior epigastric vessels and pubic tubercle. There was a smaller indirect inguinal hernia associated with the spermatic cord structures. The direct hernia was inverted using lambert sutures of 2-0 vicryl. The indirect hernia sac was inverted into the preperitoneal space and held in reduction with two lambert sutures of 2-0 vicryl. The floor of the inguinal canal was reinforced with a tension-free onlay gore-tex soft tissue patch held in position using running 2-0 novafil suture approximating the edges of the gore-tex, disheveling portions of inguinal ligament below and the anterior rectus sheath above. The internal ring was reconstructed so as to just admit the tip of the fifth finger. The patient was asked to cough and no defect could be seen. Sponge, instrument, and needle counts were reported to be correct twice. The incision was closed in layers using interrupted 3-0 vicryl in the external oblique aponeurosis and subcutaneous fat, and horizontal running subcuticular 4-0 vicryl in the skin. Attention was directed to the left groin where an identical surgical procedure was performed. The findings were the same in so far as the patient had a direct and indirect inguinal hernia. There was no femoral hernia on the left side. The repair was also done using a tension-free onlay gore-tex soft tissue patch held in position with novafil sutures. The incision was closed likewise. The patient tolerated both procedures well and left the operating room in good condition after the incisions were covered with sterile dry gauze dressing.¿ on (B)(6) 2009: (B)(6) lancaster. Implant sticker. Quantity: 1. Gore mycromesh® biomaterial. Ref catalogue number: 1mym01. Lot batch code: 06420689. W.l. Gore & associates. Site: right and left inguinal hernia. [Nurse reviewer note: operative report indicates a gore-tex soft tissue patch was implanted in both groins.] The records confirm a gore® mycromesh® biomaterial (1mym01/06420689) was implanted during the procedure. On (B)(6) 2010: (B)(6), md. Operative report. Preoperative diagnosis: right groin abscess. Postoperative diagnosis: right groin abscess. Procedure: incision and drainage of right groin abscess; obtained cultures; placement of penrose drain. Assistant: none. Estimated blood loss: minimal. Complications: none. Drains: none. Anesthesia: local / mac. Description of operation: ¿after the patient was appropriately prepared and draped in the supine position, satisfactory with local anesthesia was achieved by infiltrating the soft tissues over a right groin abscess. An excision was made and a rush of purulent material obtained. Cultures for routine and anaerobic organisms were taken. A penrose drain was placed in the abscess cavity and held in position with interrupted 3-0 monofilament nylon suture. Sponge, instrument, and needle counts were reported to be correct twice. A sterile dry gauze dressing was applied. The patient tolerated the procedure well and left the operating room in good condition.¿ on (B)(6) 2010: [missing records: a culture report detailing analysis of the specimens collected during on (B)(6) 2010 procedure was not provided.] On (B)(6) 2010: (B)(6), md. Operative report. Preoperative diagnosis: infected gore-tex mesh, right groin. Postoperative diagnosis: infected gore-tex mesh, right groin. Procedure: removal of infected gore-tex mesh and suture material from right groin. Assistant: none. Estimated blood loss: minimal. Anesthesia: general. Complications: advanced infection. Description of operation: ¿after the patient was appropriately prepared and draped in the supine position with satisfactory general anesthesia achieved, an oblique incision was made in the right groin and carried down through the subcutaneous fat. There was extensive fibrosis from the patient¿s previous hernia surgery and an associated infection. The hernia was originally repaired about 18 months ago. The incision was carried down through the fibrous tissue, care being taken to avoid the spermatic cord structures including the vas deferens, spermatic cord vessels, and inguinal canal nerves. Hemostasis was secured with light electrocautery and ties with 4-0 vicryl. The mesh was identified and sutures excised. After the sutures were removed, the mesh was gently teased from the surrounding tissue to which it was adherent. The operative field was irrigated with several 100 cc of sterile solution using after cultures were taken. All fluid was aspirated. Hemostasis was again checked and found to be excellent. A penrose drain was exited from the depth of the incision through the lateral corner of the incision. The incision was closed in layers using interrupted 3-0 vicryl in the subcutaneous fat and interrupted simple 4-0 monofilament nylon in the skin. Sterile dry gauze dressings were applied after the drain was sutured in position with a single interrupted 3-0 nylon. The patient tolerated the procedure well and left the operating room in good condition.¿ on (B)(6) 2010: [missing records: a pathology report detailing analysis of the device removed during on (B)(6) 2010 procedure was not provided.] On (B)(6) 2010: [missing records: a culture report detailing analysis of the specimens collected during on (B)(6) 2010 procedure was not provided.] Records span 04/20/2009 to 09/13/2010. It should be noted that the gore® mycromesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: codes 4118/3221 - product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. It should be noted that the instructions for gore® mycromesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® mycromesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The gore® mycromesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2010: (B)(6), rn. Preadmission. Height 5¿8¿, weight 187 lbs., bmi 28.4. History of asthma, uses rescue inhaler only. Presents for removal of infected mesh right groin. (B)(6) 2010: (B)(6), md. Microbiology. Source: aerobic and anaerobic wound groin, right. Gram stain: less than 10 pmn cells/lpf. No squamous epithelial cells/lpf. 10-25 red blood cells/lpf. No definite microorganisms seen. Aerobic/anaerobic culture: 1+ staphylococcus aureus. (B)(6) 2010: (B)(6), md. Pathology. Specimen: tissue, right groin, removal- fragments of soft tissue with prominent fibrosis, hemorrhage and associated granulation tissue. Adherent fragment of synthetic mesh. Diagnosis: inflammatory tissue fibrotic tissue, infected mesh, snythethic mesh material. Infected mesh right groin. Received in formalin designated "inflammatory tissue fibrotic tissue" is an aggregate of pink-tan, firm, rubbery fibrous tissue with adjoining yellow-tan presumed adipose tissue. There is also associated fragments of off white synthetic mesh and sutures. The aggregate measures 3.8 x 3.5 x 1.4 cm and the tissue measures 2.6 x 2.1 x 1.5 cm. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® mycromesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® mycromesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® mycromesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the instructions for gore® mycromesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open bilateral inguinal hernias repair on (B)(6) 2009 whereby a gore® mycromesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh adherent to surrounding tissue and removal of infected mesh. Additional event specific information was not provided.